Event description:
It was reported that the patients right ventricular (rv) lead was exhibiting undersensing, diminished r-waves, and increasing and high threshold levels. The lead was fluroed and the physician noted a suspicious area around the patients clavicle. A potential lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: addr01, ipg; implant: (B)(6) 2014. (B)(4).